Event description:
It was reported that the liquid was coming from the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).